Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a planned treatment was being performed when the issue occurred and was completed by moving the patient to another room. The philips field service engineer (fse) visited system onsite and confirmed that the system was unable to emit x rays. The review of system log files showed post of ippc was not done error. Upon troubleshooting, the fse found that the ippc was not powering up intermittently, by which the fse stated that the ippc might be defective. The cause of the ippc failure was not conclusively determined by the supplier's part analysis, however replacing the ippc by the fse has resolved the issue. The system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could not emit x-ray. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.